Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/10/2020. H6: appropriate term / code not available (e2402) utilized to capture bulging, digestive complications, paralytic ileus and mesh migration. H6 health effect: clinical code: e1020, e2311, e2319, e2101, e2326, e1616, e2328. Additional b5 narrative: it was reported that the patient underwent mesh removal on 10/8/2015 due to recurrent right lower quadrant hernia, scarring, pain, discomfort, bulging, digestive complications, nausea, vomiting, constipation, inflammation, adhesions, paralytic ileus, mesh migration and decrease in physical activity.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.